Event description:
Additional information was received clarifying that resistance in the middle section was only an issue between the react-71 and fg13 160-0615-1s. The react-68 also encountered resistance with the phenom at the distal end and was not tracking one to one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the react catheter experienced difficulty navigating over the phenom 21 catheter. The patient was undergoing surgery for treatment of an acute ischemic stroke m1 occlusion. The access vessel was the middle cerebral artery, with a 2.4 mm diameter. It was noted the patient's vessel tortuosity was severe. It was reported that per the operator the react 68 catheter could not cross the ophthalmic bend and was giving a tough time navigating over phenom 21 160cm in tortuous anatomy. There was no friction during delivery. The react 71 catheter and phenom 21 catheters experienced friction during delivery. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the event was not determined. Resistance was in the middle of the catheter. The information is confirmed by the physician. Ancillary devices include a sheath: infinity.